Event description:
During the index procedure one endeavor sprint drug eluting stent was successfully implanted in the lad. The stent was post dilated and ivus confirmed complete apposition of the stent to the vessel wall. Approximately 38 months post the index procedure the patient suffered from a stroke and passed away on the same day. Investigator assessed the death event as non-sudden and non-cardiac. Device relationship to the event is unknown.

Manufacturer narrative:
Results and conclusions: (death, cva/stroke). (B)(4).